Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 03-nov-2017 through aware date (B)(6) 2018. There were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 1 introduction and application states the following: the time from injection of the sample to the time the specific peak elutes off the column is called retention time. The tosoh automated glycohemoglobin analyzer hlc-723g8 software has been written so that each of the expected fractions has a window of acceptable retention times. If the designated peak falls within the expected window, the chromatogram peaks will be properly identified. When a peak elutes at a retention time not within a specified window, an unknown peak (p00) results. If more than one peak elutes at times not specified by the software windows, each is given a sequential p0x title. In order to keep the peaks within their appropriate windows, it may be necessary to change how fast or slow the buffers are moving through the system by changing the pump flow rate. Interpretation of results: the chromatogram must be examined for any unidentifiable peaks (i.e., p00, p01) before the a0 peak. Do not report the result if these peaks exist. When there is a question concerning the chromatography, repeat the sample. If the repeated sample also displays unusual characteristics, it is appropriate to evaluate whether the unusual result is due to an abnormal sample, a procedural error, an instrument malfunction or a sample-handling problem. For further information, see the troubleshooting section in this operator's manual. Chapter 5 maintenance procedures: chapter 5 column replacement states the following: 5.6 column replacement- replace the column in the following situations. When the pressure is more than what is indicated on the column inspection report + 4 mpa and is not reduced by filter replacement. When peaks on the chromatogram (particularly the shaded sa1c peak) have become broad or broken into two fractions. Caution: if this phenomenon is observed only with a specific sample, column deterioration may not be the cause. Other factors, such as a hemoglobin variant, could be the cause. When assay results for quality control samples are consistently out of the assigned ranges even after re-calibration. When the calib error persistently occurs. Please contact technical support if the above issues are not resolved after column replacement. 52 chapter 6 troubleshooting states: 211 peak pattern error- indicates that peaks were not separated well. Countermeasure: check the samples, buffers, and hemolysis and wash solutions. The most probable cause of the reported event was the column was out of warranty at >2500 injections.

Event description:
A customer reported p00 peaks on patient results on the g8 instrument. The stable a1c (sa1c) retention time (rt) was 0.60 minutes. The customer sent the chromatograms to technical support (ts) and upon review, it appeared the chromatograms were the same after the first sample. Ts instructed the customer to flush the column and run five samples as primes. All results of that run were the same. Ts then recommended changing the column even though it had only 1246 injections. The customer reported that they had reversed the column at least once. Ts sent the customer a replacement column to install but the customer was able to run the instrument after performing a 20 minute flush without the new column. Upon followup, the customer reported that they began having the same problem as the old column now had 3200 injections. The customer installed the new column and ran the instrument without any problems. The calibration and quality controls (qc) were within range. There was no further action required. The reported event caused a delay in reporting hba1c patient results. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of hemoglobin a1c patient results.